Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k011028/k013227.

Event description:
The doctor reports that the dental implant located in position number #46 failed because it fractured at the head, discovered due to crown mobility. The doctor reports that the procedure was concluded by placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb10 (implant, tapered screw-vent, 3.7mm collar, sbm, 10 mm l) for evaluation. Visual evaluation was performed. Implant fracture identified at the collar. Device history record (DHR) review was completed for the subject lot number 63085716. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63085716 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. Implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.